Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: separated guide wire remains in patient anatomy. Device issue: guide wire separation. It was reported that the procedure was a double guide wire, one in the anterior descending (ad) and one in circumflex (cx). The lesion was pre-dilated with a cutting balloon. An intra-coronary echography was performed, and showed a severe lesion with a big load of plaque at the ostium of the ad extended to the common trunk. A calcium arch of 360 degrees was shown in the mid ad. The common trunk was treated. Then the asahi guide wire was changed to a bmw j. The marginal om 2 was pre-dilated and when the balloon was withdrawn the guide wire distal end became separated and remained in the distal end of a small marginal branch. There was no attempt to withdraw the distal end of the guide wire. Reportedly, the patient was in good condition after the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - quality engineering reviewed the incident. Historical data shows that guide wire tip damage of this nature may happen when the guide wire shaping ribbon is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. The case information and cine indicate that the tip was likely trapped in the distal end of a small marginal branch and the removal attempt fractured the guide wire tip: however, a definitive root cause of the reported issue cannot be determined.